Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of non-sustained oversensing were noted on the device due to noise on the right ventricular (rv) lead. Intervention will be discussed at the next patient follow up. The patient was stable with no consequences.